Event description:
During a phase (2) embolization of a left ophthalmic artery aneurysm, the guidewire broke inside the pt and the physician successfully snared it without causing the pt any harm. The doctor was accessing a previously coil embolized aneurysm (non-cordis products), when the guidewire distal tip separated. The operator was applying minimal torque during the event. Prior to inserting, the distal tip was no re-shaped. There was no resistance friction during the event.

Manufacturer narrative:
The product was not received for analysis. Additional information will be submitted within 30 days of receipt.